Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and discovered a broken power knob. The power knob was replaced and the unit was put through testing. Circuit calibration and the performance test passed. Adjustments to the ddi (dynamic displacement indicator) board were made and adjusted to zero. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator not oscillating on lower settings. As of this time there is no information about patient involvement associated with this reported event.